Manufacturer narrative:
Testing of actual/suspected device: the distributor evaluated the iabp, and after the test, it is preliminarily judged that the contact of the screen signal board is caused by poor contact. At present, after cleaning the contact and the internal cable, the condition has improved. It is to be observed by the user. If the subsequent situation remains the same, the signal board may need to be replaced. The current function test is normal. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had a screen that will not display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information - e1(event site postal code - 813006).